Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with normal operating currents and with all of the buttons responding properly. There was no unexpected battery out limit alarm and the display was not ramping on its own. However, there was slight moisture damage was found on the keypad. The unit had a cracked case at the display window corners, a cracked display window, a cracked belt clip slot, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer's father called in to report a keypad anomaly and a battery out limit alarm. The customer reported the device was exposed to moisture due to sweat. The customer's blood glucose level was 98 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.